Manufacturer narrative:
No medwatch form was received.

Event description:
An asymptomatic patient presented in the clinic with a device that was post-sensed t-wave oversensing on the ventricular lead. The lead was repositioned the following day.